Event description:
Hcp reported to manufacturer's rep that pt came in to the ER unconscious and close to death. One of the fellows changed her pump programming original concentration of 15,000 mcg/ml 10,000 mcg/ml and then 5,000 mcg/ml. A bridge bolus was not done when the concentration in the pump was changed. A new programmer was now used to do the bolus but the prior 5000 micrograms weren't included and the pt ended up getting 3 times the intended dose. There was info on two different programmers that wasn't discovered right away. The pt was intubated for some time but rep believes pt is doing better now.